Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the display did not appear. The customer made an attempt to change the battery, but display did not appear. The customer's blood glucose was unknown.

Manufacturer narrative:
Device received with blank display and battery tube/battery getting hot due to shorted and burned component on electronic assembly. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Device received with cracked belt clip slot and cracked reservoir tube lip.